Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. All previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that cause of the of high impedances and not feeling stimulation on the left side wasn¿t determined. The rep reported that it was unknown what further actions/interventions would be taken to resolve the issue. The rep noted that the healthcare provider (hcp) said he couldn¿t do a revision surgery because it was not a covered procedure under insurance. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 28-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the lead in por 8-15 had impedance readings high and outside of normal ranges. Patient stated she used to feel stimulation on the left side of her head but now only felt stimulation on the right side of her head. The patient had occipital percutaneously placed leads under her skin for headache pain. Patient stated she got relief on the right side of her head pain area she did not get relief or stimulation on the left side of her head ache pain area. Impedances and reprogramming were performed on (B)(6) 2019. Hcp stated they would not revise leads because occipital placement of leads was off label. Issue not resolved at this time. No further complications were reported/anticipated.